Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient and the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no other similar incidents. A definitive cause for the single leaflet device attachment could not be determined. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and increase in mitral regurgitation (mr) grade. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mr. Two mitraclips were implanted reducing mr to grade 2-3. Although there was difficulty visualizing the mitraclip due to the patient anatomy (mitral annulus calcification), there was no contact between the two implanted mitraclips. On (B)(6) 2019 the echocardiogram found that one clip was only attached to a single leaflet (the anterior leaflet is attached). There was no chordal rupture, tissue damage or any other leaflet injury due to the slda. The other mitraclip is attached to both leaflets. Mr was grade 3. The patient is doing fine so no treatment is planned. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that the patient had mitral regurgitation (mr) grade 3-4 on (B)(6) 2019. A second mitraclip procedure was performed on (B)(6) 2019. One additional mitraclip was implanted reducing mr to grade 2-3. No additional information was provided.